Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's wake button was no longer working to turn the pump display on. The customer's blood glucose level was 200 mg/dl. The pump would come on when it was plugged into a power source. As the pump's features were still accessible, the customer was to continue to use the pump to manage diabetes.